Event description:
It was reported: the implant shattered during surgery. The fragments have been retrieved. Additional info was received on (B)(4) 2013. During the implantation in the left index finger, the device shattered. There was no injury to the pt. The surgeon removed the broken implant and finished the procedure with a spare device. Surgery was delayed by 45 minutes.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.